Event description:
The physician was performing a pancreas pseudocyst puncture using a gi aspiration needle and a duodenoscope. Following insertion of the needle into the duodenum wall and the pseudocyst, the needle separated from the catheter. The needle was immediately retrieved with grasping forceps. A needle knife procedure was followed and placement of a double pigtail. The pt is reported to be in satisfactory condition and no further complications occurred.